Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 4.00x16mm promus element plus drug eluting stent was advanced towards the lesion. While positioning the device at the ostial right coronary artery, positioning difficulty was encountered. When the stent was retrieved out of the patient's body, crimping at the distal portion of the stent was noticed. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patients' status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the distal extrusion found that the extrusion was kinked at 3.2cm distal to the port. A visual examination of the crimped stent identified that the proximal edge of the stent was bunched up and the distal edge of the stent was flared. The balloon did not appear to have been subjected to any positive pressures. No issues existed with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 4.00x16mm promus element¿ plus drug eluting stent was advanced towards the lesion. While positioning the device at the ostial right coronary artery, positioning difficulty was encountered. When the stent was retrieved out of the patient's body, crimping at the distal portion of the stent was noticed. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patients' status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device s a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).